Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was miscalculating food boluses around lunch time. While troubleshooting, tandem technical support found that the carbohydrate ratio under the 1:30pm time setting was incorrect. Customer's blood glucose was 100 mg/dl. Reportedly, the customer corrected the setting and resumed insulin therapy.